Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. Compatibility guidelines were requested for an MRI. Per the healthcare provider the MRI was due to a problem with the device or therapy. The healthcare provider stated that the MRI was related to the device but had no further information about this. No patient symptoms and no further complications reported. Additional information was received from a patient who was receiving lioresal (concentration 500 mcg/ml, dose 155.6 mcg/day, prialt (concentration 10 mcg/ml, dose 3.112 mcg/day and morphine (concentration 1.6 mg/ml, dose 0.4980 mg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. A catheter event was reported to have occurred about 6 weeks prior to this report date; it was unknown as to whether it was a pump of catheter event, the health care professional was afraid that the flow rate had slowed, they wanted to do a scan to see if the pump was working right and if the catheter was placed right or could be crystallized, the doctor initially ordered a dye test but later ordered an MRI to be able to see the catheter. It was also noted that the pump was expected to need replacement per nurse in about 8 months, no allegations about battery life. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The reason they did the flow test was because her pain and spasticity levels have increased. They wanted to verify the pump was working properly. Prior to the current hcp taking over her care, the patient had ¿massively¿ cut down on her oral medications. The current hcp has now started depleting the medication inside the pump and took away her oral medication. Per the patient, the hcp ¿wrote a bar¿ that no doctor can write her a prescription for pain or spasticity medication. The patient could make a 3-month prescription last a year. The hcp was wondering why her pain level and spasticity was increasing. The home health nurse that comes to check on her from the insurance company has gotten extremely concerned about the level of spasticity that she has reached now. This happened in (B)(6). The patient still had oral medication from another hcp left over when she switched to the new hcp. The patient had diazepam 3x a day. The patient took 1x/day routinely and would take the second or third only when she absolutely needed it. This was the same with the morphine. The pump was delivering morphine 1.3 mg/ml 0.404 mg/day.